Event description:
Boston scientific received information that during a follow up noise was noted on the right ventricular channel. Further investigation revealed that this lead had decreased out of range shocking impedances, low pacing impedances, and increase in thresholds. An x-ray revealed that there was insulation damage and a fracture of this right ventricular lead. A lead revision will be performed. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.